Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm while changing out her infusion set. Customer's blood glucose was 319 mg/dl. Customer also stated she was able to rewind the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, missing reservoir tube o-ring and missing end cap sticker.